Event description:
Caller reported that the app was stuck on the fill tubing screen and did not allow her to proceed. There was no adverse impact to the customer's blood glucose level. Technical support had the customer uninstall the app and restart the pump, after which the issue was resolved and the customer successfully resumed insulin without requiring further assistance.